Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, it was reported by a sales representative via (B)(4) that an ar-5400-13 glenoid targeter would not slide down the vip targeting guide. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The cause of the reported failure is a supplier manufacturing issue. Refer to the nonconformance for details. The complaint allegation was confirmed based on the ncr findings.